Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, a keypad anomaly and that they experienced a high blood glucose level of over 600 mg/dl. Blank display troubleshooting was performed. The insulin pump was neither dropped nor exposed to moisture. The customer also stated that the battery cap, compartment, and springs were neither damaged nor corroded. The customer was instructed to insert a new battery, but the display did not return. The customer was then instructed to remove the battery for ten minutes, clean the battery cap, and make sure that the battery was inserted correctly, but the display still did not return. Troubleshooting did not resolve the issue. Troubleshooting for button error/keypad anomaly was performed due to the unresponsive buttons. The customer also stated that there was no significant event leading to the keypad issues. The customer could not verify if the time on the clock advanced when monitored for one minute due to having a blank display. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no blank display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, stained end cap sticker and cracked battery tube threads.